Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient's peritoneal dialysis nurse that the patient was admitted to the hospital on (B)(6) 2016 for a gastrointestinal (gi) issue. The nurse later clarified in a follow up that the gi issue was colitis, and that the patient had experienced peritonitis secondary to that gi condition. No cultures were performed by the clinic, but the hospital made the diagnosis after they discovered gram negative bacteria from the patient's gi tract in the patient's peritoneum. The type of bacteria was not specified by the hospital, although the nurse remarked that the patient has a history of colitis flare-ups. The patient was prescribed 1 gram of ceftazidime over the course of 21 days, was discharged from the hospital on (B)(6) 2016, and has recovered from the peritonitis event.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are no visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane and per the cycler identifying, disinfecting and disposition form, there was not a used cassette received with the returned cycler. The exterior of the cycler shows no physical damage. The simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within the tolerances, and no fluid leaks in the test cassette during the test treatment. The valve actuation test, system air leak test, and patient sensor calibration check passed. The load cell value and verification were within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.